Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.00 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted during a second surgery, on (B)(6) 2018 due to lens tore during injection into the eye. There was no report of any patient injury. Another same model/diopter lens was implanted on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens in two pieces and part of the haptic is missing. (B)(4)